Manufacturer narrative:
The reported complaint of setscrew issue was confirmed, and high impedance was not confirmed. Analysis of the header showed damage to both septum, showed calcified blood in the setscrew inset to prevent torque wrench to be fully engaged into the inset and caused stripping, this is consistent with explant damage. The device was received in bvvi mode due to checksum error, and this is consistent with electrocautery contact. Users manual states that cautery exposure may inhibit pulse generator operation. Analysis performed including electrical, mechanical and environmental stress testing did not find any anomaly other than voltage being at eri level and pacing lead impedance test did not show any anomaly. Longevity assessment was performed, and the device exceeded the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Correction: h6-incorrect evaluation codes for method, results, and conclusion codes submitted in the previous supplemental report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09224. It was reported that the right ventricular (rv) lead impedance was very high, and the physician thought this was indicative of a lead fracture. The pacemaker was also at elective replacement indicator (eri). The patient presented for a pacemaker and rv lead revision procedure. During the procedure, the physician found that the set screw had been rounded off, and the hex wrench could not grab the edges. Physician was able to use force while pressing and was able to remove set screw. When the header was removed, the physician noticed that the rv lead had been damaged by the same set screw. When the set screw was removed, it was thought that there was a part of the lead pin in the header. The physician hypothesized during the previous implant, the lead damage was done by the set screw. The physician believed the set screw was torqued too much, causing damage to the set screw and the rv lead. The physician also believed the high impedance could had been caused by the damaged set screw. The rv lead was capped and abandoned. The new pacemaker was successfully implanted. The patient was stable.